Event description:
Patient found pulseless and unresponsive in room. Full code initiated. Zoll monitor stat pads applied to patient, lead selection checked and the setting was on pads. Error message received "defib pad short." CPR was continued while the monitor was changed to lead setting for manual attempt to identify heart rhythm. Heart rhythm was asystole. Md notification was taking place during this process and he ordered for CPR to be terminated.